Event description:
Implanted in (B)(6) 2010, allergan textured silicone implants, became sick within a year and very sick by 10 years; 30+bii symptoms with chronic fatigue, brain fog, weight gain, muscle and bone aches being the worst. Implants were found to be ruptured prior to explant, no trauma ever to cheat area. Explant with enbloc/total capsulectomy was performed (B)(6) 2021. Dr stated silicone had leaked out into my body even though the ruptured implants were enclosed in their scar capsule. These implants made me very ill and stole 10 years of my life. I am still slowly recovering. Many labs, ER visits, usually nothing abnormal was found. FDA safety report ID# (B)(4).